Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/20/2015. The product was returned for analysis, and visual examination confirmed this was a taper ii. Evaluation summary: device evaluation was performed, and visual inspection observed the access port tubing was cut. A fill test was performed and found no blockage of the device. However, the fill test did note a leak at the base of the port. Device labeling addresses the possibility of a port leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Caution: when adjusting band volume, the needle must be inserted perpendicular to the access port septum. Failure to do so may cause damage to the port and result in leaks.

Event description:
Reported as: patient was having adjustments performed, stated the lap-band system was working well until 6 months ago when they lost all restriction. Patient had diagnostic testing and the physician determined there was a port leak and the port was replaced.